Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead exhibited low impedance (< 10 ohms) during shocking episode and did not pace at 5v. X-ray revealed damage in the area near the clavicle. The lead was replaced on 10/4/99. The new lead was initially connected to the old device, but capture could not be obtained at 5v so the device was replaced as well.